Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: during investigation, there were occlusion alarms observed in the black box. The force at the time of the occlusion was high. The rewind, load and prime steps were performed successfully with no alarms. The force calibration failed. The force sensor was removed and tested and the resistance value was found to be within specification. The pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.